Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up out of range pace impedance measurements were seen when it comes to this right ventricular (rv) lead as well as a loss of capture, and high pacing thresholds. No noise was seen and sensing appeared normal as well as the shock impedance measurements. A lead fracture was alleged. A new lead was going to be implanted but the left subclavian was occluded. No adverse patient effects were reported.

Event description:
Additional information noted that a revision procedure took place. On x-ray no lead fracture was seen but when this rv lead was tested with the pacing system analyzer (psa) out of range pace impedance measurements were seen. The rv lead replaced but could not be explanted thus was surgically abandoned. The device was also explanted and replaced. The system will not be returned. No additional adverse patient effects were reported.